Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The core impaction drill overheated during a procedure, which was completed with the same device without delay, and no serious injury was reported.